Manufacturer narrative:
Patient identifier, date of birth, and weight are unknown. Event date: unknown. This report is for one (1) unknown sternal plate. Unknown, as specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 04/29/15: it was reported that the device was implanted in the patient on an unknown date. No confirmation of explantation was reported.

Event description:
It was reported that the emergency release pin of an unknown sternal plate (possibly a 12-hole straight plate) dislodged. No additional event or patient outcome information was provided. This report is for one (1) unknown sternal plate. This report is 1 of 1 for (B)(4).